Event description:
After drilling through the fast guides, the surgeon was unable to remove the fast guide with the available peg driver. It is reported that the fast guide was stripped to the point that the peg driver would not engage the fast guide. The plate was not used. The surgery was delayed approximately 30 minutes due to the problem.

Manufacturer narrative:
Examination was not possible as the product was not returned for evaluation. Although the exact root cause of the failure is undetermined, the inside of the fast guide likely stripped after drilling through the fast guide causing the peg driver to not engage in the fast guide. Based on the investigation, the root cause and the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.